Event description:
The duett sealing device was deployed following an interventional procedure (via a 9f sheath, right arterial access site). The duett deployment was unremarkable. About 3.5 hours after the catheterization, the pt became weak and nauseated and a hemoglobin and hematocrit were drawn (results unknown). The pt was transfused with 4 units of blood products/plasma to treat the retroperitoneal bleed and the event was resolved. No further complications were reported.